Event description:
The customer reported to baxter (B)(4) that a solution with flash ball no 'y' site was found to be damaged and the lance/introducer was sheared off. The condition occurred during infusion. There was a patient involved, but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated, and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number. If additional relevant information or samples become available, a follow-up report will be submitted.